Manufacturer narrative:
The investigation for the ventricle perforation has been completed. Pump was not returned for investigation. Clinical information provided is limited and mentions 100% occluded lad. Therefore, the root cause of the ventricle perforation issue was not determined since product was not returned and insufficient clinical information provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: b2-selected death. D4-model number. Added d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support the cp placed for a patient admitted with cad and being stabilized on the cp for coronary artery bypass graft (CABG) to be possible. The cp was placed but, the patient deteriorated, and a tamponade was found and treated by drain placement. The patient expired. It is unknown if the device is related to patient¿s death.